Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). After a fall, a patient has complaints with his enduroprosthesis. Today's revision reveals that the axis is broken. The axis has been changed, the femur and tibia have remained.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and the panasonic dmc tz8 digital camera. We made a visual inspection of the meniscal component. Here we found visible damage. Additionally, we found fixed metal chips. Furthermore we made a visual inspection of the locking ring nr872202. Here we found unknown deposits and traces of usage. Next we made a visual inspection of the rotation axis nr872201 and found a broken off end. We also found visible damage on the taper. Additionally we found unknown deposits on the broken off end piece. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers and found to be according to the specification, valid at the time of production. One similar incident has been filed with products from these batches. (52083870/52062465) conclusion and root cause: the root cause of the problem is most probably patient or usage related. Rationale: according to the quality standard and DHR files, a material defect or production error can be excluded. No pores or inclusions could be found on the point of rupture. After a fall the patient has complaints with his endure prosthesis. We assume a fatigue fracture as causal factor. There is the possibility that the extreme bending moments were caused by disturbance in coordination resulting from polyneuropathy. The fracture appears to have occured due to a patient related mechanical overload situation. The visible damage on the taper and thread is an indication that the hinge connection of the femur has been moving on the taper. Another poin to mention is, when the connection between the axis taper and the femur component is not firmly fitted, there is a possibility that the axis fractures above the taper. This is a result of mechanical overload. All these factors could have contributed to the breakage. No CAPA is necessary.